Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the lock was damaged as the rivet has detached from the locking mechanism. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator lock had broken. A field service engineer (fse) identified that the door latch strike plate was not installed correctly and corrected it by crimping the locknut using a helmer crimping tool. The door latch tested good in both diagnostics and the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.